Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation of this device the battery showed one year remaining and was only implanted (B)(6) 2016, three months. A save to disk will be performed. Premature battery depletion was alleged. No adverse patient effects were reported. Additional review by engineering noted that the power has been abnormally high since implant. It appeared that the power consumption is increasing with time. The root cause is unknown, but it appears that this is a malfunction. Engineering recommend that the device be replaced and returned for analysis.

Event description:
This device was explanted and returned. No additional adverse patient effects were reported. Upon analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.